Event description:
It was reported that this right atrial (rv) lead was pulled out during the replacement of a right atrial (ra) lead. The rv was replaced by a new lead. No additional adverse patient effects were reported.